Event description:
It was reported that this patient presented to the emergency room (ER) for report of syncope and chest pain. Upon review of latitude consult there was possible loss of capture on the atrial channel and p-wave measurements were low. Additionally, there was a stored successful right atrial automatic threshold (raat) which appears the thresholds are high. Technical services recommended to consider a chest x-ray to evaluate the lead. The patient was seen in the clinic and review of the presenting electrogram (egm) found a drop in low p-waves which could be due to far-field oversensing. It was noted automatic threshold testing have stopped however, the device was able to get a threshold test and it appears there is no capture after an atrial pace. Additionally, it was noted there was some functional undersensing. Subsequently, this right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient presented to the emergency room (ER) for report of syncope and chest pain. Upon review of latitude consult there was possible loss of capture on the atrial channel and p-wave measurements were low. Additionally, there was a stored successful right atrial automatic threshold (raat) which appears the thresholds are high. Technical services recommended to consider a chest x-ray to evaluate the lead. The patient was seen in the clinic and review of the presenting electrogram (egm) found a drop in low p-waves which could be due to far-field oversensing. It was noted automatic threshold testing have stopped however, the device was able to get a threshold test and it appears there is no capture after an atrial pace. Additionally, it was noted there was some functional undersensing. Subsequently, this right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.